Event description:
It has been reported that two bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g have been found damaged during use. The following has been provided by the initial reporter: it was reported that the non patient end is missing. Verbatim: issue: consumer reported non patient cannula is missing when she was visually testing before attaching. Incident date-(B)(6) 2019. Occurence-2. Item# 320109. Lot# 9121953 expiration date-2024-04-30. . Consumer uses new needle and she has started visually testing the needle since after the previous call. She firmly attaches the pen needle on to the pen.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 21 november 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that two bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g have been found damaged during use. The following has been provided by the initial reporter: it was reported that the non patient end is missing. Verbatim: issue: consumer reported non patient cannula is missing when she was visually testing before attaching. Incident date: (B)(6) 2019, occurence: 2, item#: 320109, lot#: 9121953, expiration date: 2024-04-30. Consumer uses new needle and she has started visually testing the needle since after the previous call. She firmly attaches the pen needle on to the pen.